Manufacturer narrative:
The lens was returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced with a different model lens. The reason for the explant was not provided. Additional information has been requested, but has not been received.